Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Boston scientific technical services reviewed the available data and confirmed that there was an increase in power consumption. The patient was seen in-clinic on (B)(6) 2021 and the patient will have their device re-evaluated in mid-september. Additionally, the patient was seen on (B)(6) 2021 and after a device check, it was decided that the patient will be scheduled to have their device re-evaluated in 90 days. At this time, no further actions have been taken, this device will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Boston scientific technical services reviewed the available data and confirmed that there was an increase in power consumption. The patient was seen in-clinic on (B)(6) 2021 and the patient will have their device re-evaluated in mid-september. Additionally, the patient was seen on (B)(6) 2021 and after a device check, it was decided that the patient will be scheduled to have their device re-evaluated in 90 days. At this time, no further actions have been taken, this device will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided, it was reported that this pacemaker was explanted and replaced due to alleged premature battery depletion. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Boston scientific technical services reviewed the available data and confirmed that there was an increase in power consumption. The patient was seen in-clinic on (B)(6) 2021 and the patient will have their device re-evaluated in mid-september. Additionally, the patient was seen on (B)(6) 2021 and after a device check, it was decided that the patient will be scheduled to have their device re-evaluated in 90 days. At this time, no further actions have been taken, this device will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided, it was reported that this pacemaker was explanted and replaced due to alleged premature battery depletion. The device was returned for analysis.